Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-03113, 3006705815-2023-03115. It was reported the patient experienced inadequate stimulation with their scs system. Diagnostic system testing indicated multiple high impedance values. It was noted that the patient had reported previous falls reprogramming was unable to resolve the issue. Additionally, it was also reported the patient experienced discomfort located at the ipg site. As a result, surgical intervention was undertaken on 2 may 2023 wherein the ipg and leads were explanted and replaced to address the issue. It is unknown which lead had high impedances.

Manufacturer narrative:
Date of event is estimated.